Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing over to the pyxis system. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.